Event description:
Complaint received reporting flushing/leakage issues with use of mc100 microclave clear connectors and unknown mating/access devices. One event was reported as follow "...patient had a PICC that was hl and no medications were going through the line. Nurse went ot patient's room where he was doing PICC line care per protocol and removed old microclave and replaced with a new microclave. He tried to flush the PICC line and noticed it did not flush. He used the bd ns 10cc syringe. He removed the syringe and replaced the same syringe and still was unsuccessful with flushing the line. He removed syringe to get some other things for the PICC line. He did not clamp the line but left the current microclave on. When he got back the patient complained that the had wetness around his sides and that is when the nurse saw blood pooling by his PICC line and notice that the microclave did not close up." Device return: one (1) used microclave connector was returned. Although requested no mating or access devices were returned for analysis.

Manufacturer narrative:
Visual analysis (pre and post decontamination) was performed. The results recorded that "as received" microclave connector silicone was recessed, residual blood was evident in the internal componentry. Additional engineering analysis: the mc100 connector was disassembled and evaluated. The results recorded various internal component damages including silicone seal tears, and a bent/damaged spike. These types of component damages would result in leakage and are typical of access with an incompatible mating device. Findings: engineering analysis of the one returned used mc100 connector confirmed the reported problem. The root cause(s) were attributable to component damages that occurred as a result of usage/access with an incompatible mating device. The complaint investigation report findings and relevant photographs are being provided to the facility contact for their review and records.